Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose result were 206, 159, 108 mg/dl. Tests were done within 10 minutes with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.